Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the device misfired and did not make an anastomosis line. The staples remained open and sharp and did not clamp down.